Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Factors that may contribute to stent deformation, or collapsed stent include, but are not limited to, processing and/or handling in manufacturing, lesion characteristics, procedural technique, product size selection, severe torqueing or kinking of stent (material stress/ fatigue) or interaction with the accessory devices, lesion and/or anatomy. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The reported patient effects of pain and claudication are known potential patient effects as listed in the supera instructions for use (IFU). Based on the case information and related record review, a cause for the collapsed stents could not be determined. The subsequent patient effects and additional therapy, treatment with medication and hospitalization appear to be related to case circumstances. There is no indication of a product quality issue. The other two supera devices are filed under separate medwatch report numbers.

Event description:
It was reported that on (B)(6) 2017, three supera stents were implanted in the patient's right upper leg. On (B)(6) 2017, the patient experienced severe right leg pain and a cold and blue right leg. Imaging was performed and per physician, all three stents had collapsed. There was no reported stenosis and no reported thrombosis. Medications were provided and, on (B)(6) 2017, another percutaneous intervention was performed as treatment, implanting new unspecified stents within that area. The patient is feeling better but there is still pain. There was no additional information provided regarding this issue.